Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump programmed with active insulin and the test guardian link with the glucose sensor simulator communicates properly to the pump noted. No isig and active insulin resetting during testing. No pump error alarms noted. However, pump error alarm (variable info=9) confirmed in the pump history due to software error. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump alarmed hardware low level failure, interprocessor communication error, and motor processor did not report pump strokes as finished in a reasonable time. The alarms occurred during basal delivery. The customer¿s blood glucose level was 191 mg/dl at the time of the incident. The customer states the pump reset and cleared out the isig and active insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Pump passed the functional tests, however, pump error 63 alarm (variable info=9) confirmed in the pump history due to software error.